Event description:
The customer reported that during a partial hepatectomy, when the device was applied to the greater omentum, the surgeon confirmed visually that the tissue was not adequately sealed and a slight oozing occurred. It was reported that there was no regrasp alarm, and an end tone (indicating a completed seal cycle) had been heard. The surgeon eventually opened a second device to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). To date, the incident device has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.